Event description:
Information was received indicating that during blood sampling with a smiths medical sharps safety/portex abs linedraw dry heparin, it was noted that the plunger disengaged from the syringe and care was prolonged. No adverse effects were reported.